Event description:
During an abdominal aortic aneurysm repair procedure, one of two footplates of a proglide closure device was unable to be located after the device was removed from the patient's right iliac artery. A right leg runoff angiogram was performed to attempt to locate the missing footplate intra-arterially. The decision was made to do a cut down and an antegrade puncture to further investigate and place a viabahn stent graph to trap the footplate. A micropuncture system was used to access the lateral circumflex femoral artery. On repeating the runoff under magnification, the footplate was unable to be located and the patient had inline flow to the foot, necessitating completion of the procedure. The footplate was unable to be located or retrieved. FDA safety report ID# (B)(4).